Manufacturer narrative:
One decontaminated drainage bag was received for evaluation. The visual inspection of the sample was performed according to procedure. The sample was received manipulated and without the catheter; the adapter was observed without the catheter connection. The reported condition could not be confirmed since the catheter was not returned for evaluation. Because the reporter was not able to provide the affected lot number, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Based on all available information, the reported issue was unable to be confirmed and a root cause was not able to be determined at this time. As part of continuous improvements, a corrective action has been opened to investigate and address the reported condition further. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The initial reporter was unable to provide the product ID or lot number. As a result, the UDI could not be identified. An investigation is currently underway. The results will be forwarded upon completion.

Event description:
The customer reported that the foley spontaneously broke apart from the tubing at the green seal in the csicu. There was no patient injury.